Event description:
Incident reported as: during a nephrectomy, the clamp was trapped when using the 5th or 6th clip. It was impossible to re-open. No pt injury or intervention reported.

Manufacturer narrative:
Sample requested for eval. Sample not received at time of this report. Investigation results not available at time of this report.